Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the pacing impedance of the lead was high and the physician elected to use a different lead instead. The physician later said it was possible that the lead was working fine and that the impedance was high because the impedance was measured before the helix was extended. The patient was in stable condition.